Manufacturer narrative:
Findings: a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with normal operating currents and no unexpected low battery alarm noted. However, unexpected power loss alarm, replace battery alarm, replace battery now alarm and power error confirmed in the long trace. Power loss alarm occurred after the pump error was cleared. Detail trace analysis confirmed the pump alarmed replace battery alarm, replace battery now alarm and then alarmed power error was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. Unit was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.

Event description:
The customer reported via phone call that they got power loss alarm on insulin pump. Customer¿s blood glucose level was unknown at the time of the incident. Troubleshoot was performed. Multiple power loss alarms when batteries are out of the pump less than 10 minutes. The insulin pump will be returned for analysis.